Manufacturer narrative:
This medwatch was completed by the MFR.

Event description:
Lens was loaded incorrectly into the ez-28 sofport. The dr didn't realize it until he put it in the pt's eye. Lens was removed.